Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and an unknown mesh was implanted. It was reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted due to sui. It was reported that following insertion the patient experienced urinary problems, bleeding and dyspareunia. It was reported that patient underwent mesh removal and hysterectomy on (B)(6) 2014 for chronic inflamed connective tissue around mesh. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009, and a mesh was implanted. It was reported that the patient underwent laparoscopy with extensive lysis of adhesions, bso and release of mid urethral sling on (B)(6) 2014, due to bladder obstruction, family history of ovarian/endometrial cancer, prior vaginal hysterectomy and prior vaginal mesh, history of dvt/pulmonary embolism. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.